Event description:
Per the clinic, the patient experienced recurrent skin infections and inflammation at the implant site. The patient was prescribed oral antibiotics on (B)(6) 2014 commencing on (B)(6) 2014 and (B)(6) 2014. Subsequently, the patient underwent a procedure on (B)(6) 2014 under general anesthesia to place a cover screw and the site was sutured closed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.